Event description:
Per the implant clinic's report, the patient's device was explanted due to infection.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.